Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion: delivery rate inaccuracy (overdose). The drug's rate of administration was too fast (eye observed ), despite the fact that the pump was set to 1 ml/hr infusion rate.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the provided sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was visually and functionally examined. The sample was heavily contaminated and signs of a drop damage. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. Inside, the drop damage could be confirmed, but is not related to the reported malfunction. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.